Manufacturer narrative:
The DHR for the lot reported was reviewed and no issues were observed. The product was manufactured, inspected and released in compliance with our procedures. Customer reported she tied the tube off as the quickest and least traumatic procedure. Patient was unwilling for any further surgery and the eye is now effectively blind with corneal decompensation (though vision was poor pre-op) and iop is high but patient is comfortable on drops. Dr. Indicated she has been using these valves for many years and this is the first that has mis-performed in her hands. She has not changed her approach to surgery in any way. Valve was not explanted.

Event description:
"Valve was faulty and over-drained from day 1 - we brought the patient back to the operating room (or) and tied it off."